Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was not responding to bolus button presses. The bolus button was removed and observed to be off centered.

Event description:
The pt contacted animas alleging that the pump was not responding to button presses. The pt claimed that whenever she pressed the buttons, the pump would vibrate and sound as though the motor was rewinding although nothing would appear on the screen. The pt denied that the pump was exposed to water.